Event description:
Caller reported a cartridge alarm 20 occurring during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.